Manufacturer narrative:
Fse adjusted the slack on the probe wash collar tubing. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, wearing protective eye wear, gloves, and suitable laboratory attire when operating or maintaining this instrument or any other automated laboratory analyzer. Root cause is associated with the movement of single tube presentation (manual) station causing the tubing coil to catch and be stretch which in turn caused the wash collar to be raised up. This would not allow the wash collar to return to the correct position, causing blood splatter.

Event description:
Beckman coulter inc. (Bci) field service engineer (fse) found dried blood splatter on top of nrbc and diff chamber while troubleshooting the customer's unicel dxh 800 coulter cellular analysis system. Customer was not aware of the dried blood because all covers were on the analyzer. Fse was wearing latex gloves and cleaned the dried blood. There was no contact to mucous membrane or open wounds. No one sought medical attention.